Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the tfna fem nail ø10 le 130° l340 timo15 broken, all parts are seen in the x-ray. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø10 le 130° l340 timo15 . There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tfna fem nail ø10 le 130° l340 timo15 was found broken in two parts across the proximal locking hole. The broken fragment was returned for examination and the fracture surface was examined, and irregular areas in the from of beach marks were observed, indicating fatigue. This suggest that the fracture occurred post-implantation. Based on the observed evidence, it is reasonable to conclude that the fracture was caused by low-stress, high-cycle fatigue. Additionally, it was observed with signs of scratches and wear which could have been due to implantation and extraction process. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was unable to be performed due to post manufacturing process. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l340 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 28-mar-2023. Expiration date: 01-mar-2033. Part number: 04.037.055s, 10mm/130 deg ti cann tfna 340mm/left ¿ sterile. Lot number: 5295p65. Lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 5071p09. Lot quantity: (B)(4). Part number: 04.037.942.2, lock prong 130 degree, tfna. Lot number:4913p04. Lot quantity: (B)(4). Part number: 21127, timoagri16.00. Lot number: 4942p54. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated (B)(6)2023 was reviewed and determined to be conforming. Lot summary report dated (B)(6)2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot : manufacturing location: monument, manufacturing date: 28-mar-2023, expiration date: 01-mar-2033, part number: 04.037.055s, 10mm/130 deg ti cann tfna 340mm/left ¿ sterile, lot number: 5295p65, lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 5071p09 lot quantity: (B)(4). Part number: 04.037.942.2, lock prong 130 degree, tfna lot number:4913p04 lot quantity: (B)(4). Part number: 21127, timoagri16.00 lot number: 4942p54 lot quantity: (B)(4). Device history review : this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot manufacturing location: monument manufacturing date: 28-mar-2023 expiration date: 01-mar-2033 part number: 04.037.055s, 10mm/130 deg ti cann tfna 340mm/left ¿ sterile lot number: 5295p65 lot quantity: (B)(4) component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 5071p09 lot quantity: 400 production order traveler met all inspection acceptance criteria. Inspection sheet ns673827 rev e met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong 130 degree, tfna lot number:4913p04 lot quantity: (B)(4) device history review this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Was there a surgical delay in relation to the reported event? If yes, what was the duration of delay? -n/a, this was unplanned revision surgery. B. Was the surgery completed successfully? (Yes or no): -yes c. Please provide patient status/ outcome: -good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2024, due to a broken tfna nail. Patient was originally treated six months prior, on (B)(6) 2024. This report is for a 10mm/130 deg ti cann tfna 340mm/left - sterile.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.